Manufacturer narrative:
Product ID: 8835, lot# serial# unknown, product type: programmer. Patient product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient's ptm displayed an error code of 8478 when attempting to deliver a bolus. It was revealed that the pump was in safe rate, which meant that the pump was in minimum rate mode. No alarms were heard, and no patient symptoms were reported. The patient's healthcare provider was notified and their physician planned to "handle the situation from there." No further information regarding the patient was reported. The medication used within the system was unknown.